Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: please confirm if needle fell inside the patient. Was it retrieved during the same procedure? The 2 fragments of needle were found (so not remained in the patient). What was done to retrieve the broken piece? For example, switched to and open procedure, second surgery? A control x-ray was performed in the patient. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no patient consequence, but there was a risk that the needle had broken inside the surgical wound. 30 min search for the 2 ends of the needle and control x-ray taken at the patient's site. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that "no patient consequence, but there was a risk that the needle had broken inside the surgical wound. 30 min search for the 2 ends of the needle and control x-ray taken at the patient's site." * please confirm if needle fell inside the patient. Was it retrieved during the same procedure? * what was done to retrieve the broken piece? For example, switched to and open procedure, second surgery? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparotomy (left nephrectomy) procedure on (B)(6) 2024 and a suture device was used. The device had broken during closure of the aponeurosis in a patient operated on by laparotomy (left nephrectomy) no adverse patient consequences were reported. Additional information was requested